Event description:
On 06/23/1998 co was notified by laerdal norway that during a routine quality audit of laerdal silicone resuscitators, adult, child and infant sizes, it was observed that one of the common parts, the valve housing, patient side, exhibited a rough internal ridge which could shed some small plastic particles. This rough edge is only present on valve housing, pt side pieces manufactured after a mold change in april of 1998. On 07/10/1998, a representative at lmn, laerdal medical norway, related that the shed plastic could be delivered to the pt during treatment. The valve housing, pt side is catalog # 540101. The laerdal silicone resuscitators affected are catalog #s 850000,860000, and 870000, lots 81198 through 82298.